Event description:
Reporter indicated that his vns therapy programming handheld would not properly power on. Good faith attempts for the return of the handheld and its accompanying power cord are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.